Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation and dizziness and/or headache. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time.

Manufacturer narrative:
In previous report, box h - (device) problem code grid was mentioned incorrectly. The device is not part of recall. In this report, box h has been updated or corrected.